Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Additionally, the analysis of the returned electrode confirmed the presence of a fatigue fracture.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode and myopotential noise. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. However, as the patient strongly dislikes the sensation of the device in the pocket and the does not require a defibrillator, the physician explanted the s-ICD system. No additional adverse patient effects were reported. The explanted system was received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode and myopotential noise. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. However, as the patient strongly dislikes the sensation of the device in the pocket and the does not require a defibrillator, the physician explanted the s-ICD system. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.